Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.   (B)(4).   Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that stent damage occurred. The totally occluded, concentric, de novo target lesion containing a lesion bend of between >45 and <90 degrees was located in the severely tortuous right coronary artery. Following predilation, a 4.00x32mm promus element¿ plus drug eluting stent was advanced but failed to cross the lesion. During removal, it was noted that the stent material had avulsed. The procedure was completed with another with same device. No patient complications were reported. Patient's status was stable.

Event description:
It was reported that stent damage occurred. The totally occluded, concentric, de novo target lesion containing a lesion bend of between >45 and <90 degrees was located in the severely tortuous right coronary artery. Following predilation, a 4.00x32mm promus element¿ plus drug eluting stent was advanced but failed to cross the lesion. During removal, it was noted that the stent material had avulsed. The procedure was completed with another with same device. No patient complications were reported. Patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found damage to proximal stent rows 1-8. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the hypotube. This type of damage is consistence with excessive for being applied to the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).